Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i crated system (serial number (B)(4)). The customer reanalyzed patient sample two (2) additional times, once before and once after re-centrifugation, on the same access 2 immunoassay system portion of the unicel dxc 600i crated system, and obtained lower results within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient was treated with clexane and clopidrol (dose unknown). There was no report of additional change or impact to patient care or treatment. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,000 g (g force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.